Event description:
A prophylactic removal of pump was reported to avoid invivo battery depletion. Drug delivered via the device was lioresal.

Manufacturer narrative:
(B)(4) final analysis of the pump revealed s2 battery resistance high. The battery resistance waveform test showed a high resistance of 1166 ohms. Logs were clean with no indication of a stall occurring at any time.